Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the pump was ¿maybe implanted in (B)(6) 2019¿ according to the hcp. It was unknown when the patient first started experiencing the overdose. The cause of the overdose, according to the doctor, was pump failure, but they could not find any evidence of it, in the pre-explant report, and in the logs session, ¿there was no indication that it failed¿. Reports from the implant day and ¿eventual¿ refills¿ (to rule out the possibility of human programming failure) could not be obtained from the local distributor.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# unknown explanted: (B)(6) 2019 product type catheter h3: the returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified a break in the catheter. H6: result code 213 applies to the pump. Result code 180 applies to the catheter. Conclusion code 67 applies to the pump. Conclusion code 11 applies to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified wear on the motor o-ring for gear number three. No significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #703426478:analysis information --05/20/2020 12:36:53 cst pli# 10 product ID# 8637-20 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified wear on the motor o-ring for gear number three. Concomitant medical product: product ID 8780 lot# unknown serial# implanted: explanted: (B)(6) 2019 product type catheter h6: conclusion code 22 applies to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 10 mg/ml at an unknown dose via an implantable pump. The indication for use was not reported. It was reported that the patient received 2 ml of intrathecal morphine and had symptoms of overdose. Pump and catheter rotor tests were performed; after these tests, no issues were reported. Logs showed a tube set occurred on (B)(6) 2019 at 2:00pm. The patient had to be hospitalized due to a morphine overdose (temporary injury). The overdose symptoms were treated, and the pump was explanted. A photo of the implant site prior to explant showed erythema, wound opening (could not tell if it was the incision), and the pump protruding out of the skin/wound. The photo also showed an unknown white substance on the pump and around the wound area. It was noted that partial explant occurred; the anchor was not explanted. The pump would be returned to the device manufacturer. The pump would be replaced in the future. The issue was resolved, and the patient had no sequelae after the event. The patient's status was alive, no injury. There were no applicable environmental, external or patient factors reported that might have led or contributed to the event. It was noted that the pump was from trunk stock. It was noted that the patient¿s medical history included psychological accompaniment. The pump implant date was unknown. It was unknown when the event occurred. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign distributor via a manufacturer representative. It was reported that the tube set message was a result of the doctor choosing to turn the pump off after the patient suffered post-pump refill respiratory depression.